Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for rapid ventricular response (rvr). The device was programmed to two zones at the time of the shock and therapy was delivered due to detection of the rvr in the ventricular fibrillation (vf) zone. The patient had previously received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rvr. Technical services discussed increasing the rate cut of for the vf zone or the option of programming to three zones. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for rapid ventricular response (rvr). The device was programmed to two zones at the time of the shock and therapy was delivered due to detection of the rvr in the ventricular fibrillation (vf) zone. The patient had previously received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rvr. Technical services discussed increasing the rate cut of for the vf zone or the option of programming to three zones. No adverse patient effects were reported. The device was later explanted due to therapy upgrade and was returned for analysis.

Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.